Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with lead noise on the atrial bipolar channel and numerous auto mode switch episodes becoming more frequent. Lead integrity issue was suspected. Isometrics were performed and noise was reproduced. Patient was fine and was scheduled for lead revision.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the lead was capped and replaced on (B)(6) 2018.

Manufacturer narrative:
A complete lead was returned in one piece. External insulation abrasion noted at 12,1 cm to 12,3 cm from the connector pin consistent with friction to the device can.

Event description:
New information received on june 28, 2019 stated that the lead was explanted on (B)(6) 2018. The patient was stable.